Event description:
The healthcare professional reported that during an angioplasty procedure targeting the middle cerebral artery (mca), the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7524283) was released at the target site. It was observed that the proximal markers were opened fully, but three distal markers on the stent were converged and could not open or expand as intended. Thrombosis immediately formed at the stent site. The physician delivered a second stent (competitor brand) to remove the thrombus and released the second stent into the first stent at the target site. The distal markers of the first stent were fully opened. The procedure was completed with a 15-minute extension. On 03-jun-2024, additional information was received. Per the information, the target was an occlusion in the left middle cerebral artery (mca). There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. The information indicated that the thrombus was a result of the converged distal markers. Blood flow was obstructed by the thrombus. The thrombus was removed by the second stent and vessel recanalization was achieved. Information related to any additional medication administered as intervention for the thrombus could not be obtained. The microcatheter used was a cerenovus microcatheter (catalog and lot number unknown). The same microcatheter was used to deliver the second stent. There had been no resistance during the advancement of the stent. The physician did not consider the 15-minute procedure extension to be clinically significant. It is not known if the patient¿s hospitalization was prolonged ¿ the information could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4);. Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7524283. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise stent can lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, the event resulted in an immediate thrombus formation at the stent site. In addition, the treating physician was required to perform the additional surgical intervention of implanting a second stent within the first stent ¿to remove the thrombus,¿ and to facilitate fully expanding the first stent. Since a cerebral thrombosis is considered a serious injury which necessitated a surgical intervention to preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.